Event description:
It was reported that the patient had two episodes that were svt but were inappropriately diagnosed as vt and treated with atp due to p-waves falling into the blanking period which caused the inappropriate therapy. Recommendations to reprogram the device was discussed with the physician.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.